Event description:
Hillrom received a report that the device had a burning smell. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer confirmed the device was picked up from their home to be returned to hillrom, but the third party delivery service is unable to locate the device. Hillrom replaced the device. The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. A replacement device was provided to the customer. The technician was unable to investigate the original device as it was lost in transit by a third party delivery service. Hillrom is proactively reporting this event for a potential malfunction. If the device is found, hillrom will file a supplemental report if necessary. Based on this information, no further action is required. Device lost by 3rd party delivery.